Event description:
No additional information provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: material#: unknown batch#: unknown. Rcc received a complaint via email. Upon drawing up terbutaline using bd 5 ml syringe in the sterile compounding area (IV room), pharmacy technician noticed small particulate inside the syringe. It was not moving and looks like inside the syringe and not from the medication. Technician was not able to save the syringe wrapper to identify the bd ref number and lot number.

Event description:
Customer provided event date - 08/22/2022.

Manufacturer narrative:
Customer provided event date - 08/22/2022.